Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's spouse stated that the insulin pump was not working. The customer's blood glucose was ranging from 417 mg/dl to 568 mg/dl at the time of incident. The customer's blood glucose was 370 mg/dl at the time of call. The customer's spouse stated that they gave correction with manual injections. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump received with scratched keypad overlay, cracked battery tube threads, scratched reservoir tube window and minor scratched lcd window.